Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the customer's insulin pump has a reservoir lip that came off and is now lost. Customer has issues with cosmetic damage. Customer states that the reservoir is no longer able to stay in place. Troubleshooting occurred by issue remains unresolved. Customer's blood glucose level at the time of incident is unknown. No symptoms indicated and no treatment necessary. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.